Manufacturer narrative:
2016493-2025-70255_supplemental MDR was submitted to recall MDR no.2016493-2025-70255, as MDR has been already submitted on MDR no.2016493-2025-69977.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, drawer failed to open. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that drawer failed to recover. A field service engineer successfully cleaned and reseated components and rebooted the station to resolve the issue. The system functioned as intended after the field service engineer resolved the issue.